Event description:
The handle of the endopath ets-flex45 articulating endoscopic linear cutter would not release after firing. Had to use a kelly to pry jaws open. The failure could have caused tissue damage. The procedure was delayed to obtain another stapler.